Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra guide catheter, a non-penumbra microcatheter, a stent retriever, and a guidewire. While retracting the stent retriever after the second pass, resistance was encountered. After removing the ace68, the physician found that the distal end of the ace68 had a fine fracture. Recanalization was successfully achieved at this point; therefore, no additional passes were required. There was no report of an adverse effect to the patient.